Manufacturer narrative:
The customer reported that the ac power module had failed. The customer was sent a new ac power module which resolved the failure. As of 7/27/10, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module had failed.